Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19815446, model/catalog description: linear st lead kit 50 cm . The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's leads started to erode from the midline incision. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.